Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that the patient had been hospitalized overnight with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, dizziness, vomiting, and high ketones (2+). The pod was removed and patient was treated with fluids, potassium, and insulin. Mother also reported patient was prescribed zofran (4mg), to be taken every 6-8 hours for vomiting as needed.